Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a high out of range pacing impedance measurements of greater than 2000 ohms on the right atrial (ra) channel. Poor sensing and oversensing of noise were observed during system testing so the physician suspected the ra lead may be fractured. At this time, no intervention has been performed and the crt-p remains implanted and in service. No adverse patient effects were reported.